Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. Visual inspection showed the device was in good condition. Functional testing revealed the downstream occlusion (dso) sensor was not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the cassette was not recognized. There was unknown patient involvement, and unknown signs or symptoms experienced.